Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the review of a remote monitoring transmission, inappropriate anti-tachycardia pacing was noted to have been delivered for an episode of atrial fibrillation with rapid ventricular response occurring approximately 1.5 months earlier. The device remains in use. No patient complications have been reported as a result of this event.